Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The customer did not request service for the system. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a laser assisted cataract procedure, an anterior capsule tear was observed during phacoemulsification. The capsule was free floating. A three piece intraocular lens was inserted. The case was completed. It was reported that the use of a second instrument may have caused or contributed to the event.